Event description:
The hospital reported that they use the hole in the c-ring as a knot pusher to use the endo loop and tie the stump of the radial. This specific device doesnt have the hole punched in the c-ring. There was no patient harm and no procedural delay.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/06/2026. An investigation was conducted on 03/12/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula and c-ring were observed to be intact. A microscopic inspection was conducted. The endo loop hole in the end of the c-ring (metal rod side) was visible. A needle was utilized to test the fabrication and depth of the hole. It was unable to be passed through. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical problem" was confirmed. A manufacturing engineering evaluation was conducted on 04/13/2026. A visual evaluation was performed. Signs of clinical use and evidence of blood were observed. The cannula and c-ring were observed to be intact. A mechanical evaluation was performed. The endo loop hole in the end of the c-ring (metal rod side) was visualized under magnification. A suture was utilized to test the functionality of the hole. The suture was able to be passed through the endo loop hole with no issues. Based on the manufacturing engineering evaluation, the reported failure "mechanical problem" was not confirmed. The lot # 3000523477 history record review was completed. There were two (02) ncmrs , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.